Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had stoppers pullout. The following information was provided by the initial reporter: "we are having problems with a specific lot of yellow tubes (lot 9254080), when placing for centrifuge, the stopper comes out of the tube. I confirmed and the collections are vacuum, yet they are opening."

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had stoppers pullout. The following information was provided by the initial reporter: "we are having problems with a specific lot of yellow tubes (lot 9254080), when placing for centrifuge, the stopper comes out of the tube. I confirmed and the collections are vacuum, yet they are opening."

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper function with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and stopper function was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.